Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval, therefore, an eval could not be completed. It the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate than programmed during therapy in the ICU. The customer stated the device was programmed to deliver fentanyl (programmed amount and delivery unk). It was also reported there was no pt injury.